Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patients lead anchor was near the surface of the skin causing discomfort. The patient underwent lead revision procedure wherein the lead anchor was buried deeper. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4318, lot #: 20118255, description: clik x anchor.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.